Event description:
The customer called reporting, he was receiving an error 4 message when inserting strips into the meter. The customer also reported that, though the meter was reading in mg/dl, it could switch to mmol/l and the meter should be locked in mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for evaluation.